Event description:
During surgery for the ex.fix, the surgeon inserted the apex pin. However the tip of the apex pin was bent on the thread part. Therefore, the surgeon changed the apex pin to another pin. The pt was a young man and bone quality was good.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.